Event description:
The complainant stated when the intellidrive handles are pushed forward the bed will actually go backwards.

Manufacturer narrative:
The account isolated the issue to the switch on the right intellidrive handle. He replaced the right intellidrive handle to repair the bed.